Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 08-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("recurrent pelvic pain") in an adult female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (extrafascial abdominal hysterectomy with bilateral salpingo-oophorectomy (non-conservative)). No causality assessment was received for essure (ess205) with regard to pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Recurrent pelvic pain [pelvic pain female]. Metrorrhagia [metrorrhagia]. Endometriosis (fundus of the uterus) was diagnosed. [Endometriosis]. Uterine adenomyosis [uterine adenomyoma]. Right paratubal cyst [paratubal cyst]. Presence of particles (tin, silver) [metal poisoning]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("recurrent pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of miscarriage (one miscarriage occurred before her 1st child and one miscarriage occurred between the 3rd and the 4th child) and parity 4 (1995, 1996, 2000 and 2004.). As concurrent condition the report mentioned body mass index normal. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2018 she experienced pelvic pain (seriousness criteria medically important and intervention required). In 2020 she experienced endometriosis ("endometriosis (fundus of the uterus) was diagnosed."). On unknown date she experienced intermenstrual bleeding ("metrorrhagia"), adenomyosis ("uterine adenomyosis "), adnexa uteri cyst ("right paratubal cyst") and metal poisoning ("presence of particles (tin, silver)"). The patient was treated with surgery (extrafascial abdominal hysterectomy with bilateral salpingo-oophorectomy (non-conservative)). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, adnexa uteri cyst, endometriosis, intermenstrual bleeding and metal poisoning to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to pelvic pain. The reporter commented: 8 visible coils on the left side. On the right side, only the metal end was visible in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.376 kg/sqm. [Blood chromium (> 1.26 g/ml)] on (B)(6) 2020: 2.65. [Blood test] on (B)(6) 2020: nickel: uln; on (B)(6) 2020: tin rate: uln. [Magnetic resonance imaging pelvic] on (B)(6) 2019: adenomyosis with adenomyoma and left ovary cyst (70mm). The left. Essure implant was poorly positioned (migration into the uterine wall). [Microscopy] on (B)(6) 2020: presence of particles (tin, silver); (date unknown): presence of inorganic particles (tin and silver). Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: summons letter received including medical records: new events metrorrhagia, endometriosis, adenomyosis, paratubal cyst & metal poisoning were added. Medical history added. Lab data updated. Patients date of birth updated. New reporter (lawyer) added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4)) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("recurrent pelvic pain") in an adult female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (extrafascial abdominal hysterectomy with bilateral salpingo-oophorectomy (non-conservative)). No causality assessment was received for essure (ess205) with regard to pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.